Event description:
I used renu with moistureloc contact lens saline solution from 10/01/2005 to 12/01/2005. I was treated for a bacterial infection taking drops every hour on the hour for 2 days then slowly decreased. It was a corneal ulcer which left me with scarring on my cornea in right eye.